Manufacturer narrative:
Correction: as per the confirmation received via gfe, there was only one issue, and the issue was related to paddle assy failure. Hence parent (B)(4) (initially considered as split) is now being considered a duplicate of (B)(4) (MFR report number: 3030677-2024-03031). As such, file ((B)(4)) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this (B)(4) (MFR report number: 3030677-2024-03031).

Event description:
As per the confirmation received via gfe, there was only one issue, and the issue was related to paddle assy failure. Hence parent (B)(4) (initially considered as split) is now being considered a duplicate of (B)(4) (MFR report number: 3030677-2024-03031). As such, file ((B)(4)) will be closed as a duplicate and all relevant information pertaining to the investigation associated with this event will be housed in this (B)(4) (MFR report number: 3030677-2024-03031).

Event description:
It was reported to philips that ECG cable is not functioning. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.